Manufacturer narrative:
The x2 pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. The customer¿s blood glucose level was 182 mg/dl. Reportedly, the customer added insulin to the existing cartridge and observed air bubbles in the cartridge tubing. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.